Event description:
Healthcare professional (hcp) reported that a pt experienced itching, head skin rash, and feeling of extreme cold while being treated on the psn 140 dialyzer. Pt was afebrile and cultures were negative. It was reported that the pt had presented with these symptoms during treatment on the psn 140 since the end of november. The pt was subsequently switched to an asahi ambio 65 membrane. The pt still reported feeling cold, but to a lesser degree and did not experience the other symptoms. The pt has since recovered.